Event description:
It was reported that the patient fell according to doctor's office and the system was not working. The entire system was damaged according to doctor's office. Planned revision was set for (B)(6) 2013. Patient status at time of the reporting was noted as alive -with injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0317g, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).